Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm, but occlusion recurred. System check was performed with tandem technical support and the cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was 209 mg/dl.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 209 mg/dl. Customer changed out pump supplies to address the alarm prior to contacting tandem technical support, but occlusion recurred. System check was performed with tandem technical support and the cause could not be determined. Customer was able to resume insulin delivery.